Manufacturer narrative:
H4: the lot was manufactured from august 19, 2022 to august 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid contained inside the bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor slightly deflated but stopped working. The device was filled with fluorouracil hs (ebewe) 4800mg sodium chloride 0.9%. There was minimal change in the size of the balloon and fluorouracil could be seen in the line. The patient's port was flushed with 20mls n/s and 5ml heparin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.